Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: what tissue was being approximated or sutured when it broke? No further information is available. Lot number? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.